Event description:
It was observed during the device evaluation that the colonovideoscope had no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. A root cause could not be identified. Based on the results of the investigation, it is possible that the following led to the malfunction: the device became worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.